Event description:
Information was received from a patient regarding an implantable neurostimulator for the treatment of bowel issues. It was reported that for over a year, the patient has been having a lot of bowel problems and smearing difficulty, which have caused vaginal infections. The patient said they'd like to speak to a medtronic representative to have them help with their therapy issues. The agent asked if they could help the patient on the call, and the patient said nothing; they've been able to do themselves with their settings, which has stopped these symptoms, so they'd like to ask what they can do next. Email sent to field staff. The patient mentioned their new managing hcp, and they have an appointment scheduled for next month. The patient also mentioned, unrelated to their medical history, that they were in physical therapy about a year ago.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.